Event description:
It was reported that revision surgery of knee replacement with prosthesis genesis ii was performed.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.